Manufacturer narrative:
(Conclusions) - (other)- software in the aquisition system caused the failure. Mandatory fco was released to resolve the problem. The software will be installed on all affected systems. The site has rec'd the software upgrade under service order completed on 09/19/06. No further incidents have occurred since the upgrade.

Event description:
Event desc: imaging system (ap plane) failed and subsequent re-boot failed. Lateral camera brought in and failed during angio. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) pt was not harmed.